Manufacturer narrative:
Investigation ¿ evaluation. It was reported that a portion of a kopans breast lesion localization needle was left inside the left breast. Attempts to acquire additional information from the patient were executed, however no additional information was provided in response to this incident. No adverse effects were reported. A review of the instructions for use (IFU) and quality control were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. Additionally, a document based investigation evaluation was performed. The risks associated with these devices are acceptable when weighed against the benefits. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The device history record (DHR) could not be performed due to lack of product and lot information provided by the complainant. Additionally, a data base search could not be completed due to lack of information. A sales shipment search could also not be performed as the complaint was reported by the patient and the implant facility was not provided. As related non-conformances could not be confirmed and adequate inspection activities have been established, it was concluded that there is no evidence that nonconforming product exists in house or in field. The product IFU for the kopans breast lesion localization needle, provides the following information to the user related to the reported failure mode: precautions: following placement of the hookwire, the portion protruding outside of the breast should be bent and taped to the skin to prevent inadvertent movement. Based on the information provided, no inspection of returned product and the results of the investigation, a definitive cause could not be established. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Initial reporter occupation: patient. Initial reporter also sent report to FDA: unknown. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported by a patient that a kopans breast lesion localization needle was utilized for a lipoma removal procedure. The patient stated that two and a half inches of the "needle tip guide wire" was left inside the left breast. Additional information regarding the event, product, and patient outcome has been requested but is currently unavailable.